Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect malfunctioned. During the use of the product, leakage of air from the pilot balloon was observed. So the customer changed it to another new one. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One used decontaminated sample 10009163-003 7.5mm deht blu suctionaid sub-assy was received without its original packaging (see photo of sample). Under visual inspection we observed damage of pilot balloon near inflation valve. Damage seems to be mechanical type (e.g. Excessive force used in combination with some tool - e.g. Forceps). Leak from this area was confirmed under water. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was found that cuff leaking very badly. Due to the fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure or during use. The cause of the reported problem was traced to the user manipulation of the device during placement of the device.